Event description:
During preparation for cardiopulmonary bypass, the heart lung console unexpectedly indicated that the system computer was not available. Turning the device off and back on restored normal function. There were no adverse consequences to the patient as a result of this event.